Event description:
Healthcare professional reported right-side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Cont. E.1:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to aware date on previous submitted emdr. Correct aware date was (B)(6) 2023.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV. The device remains implanted.